Event description:
It was reported that the patient died. Approximately four weeks prior to death, the patient had a dual chamber pacemaker (pm) system implanted; the atrial lead is a competitive product. On post-operative (post-op) day six the patient was readmitted to hospital with chest pain and shortness of breath (sob); a "high" ventricular threshold and decrease in ventricular lead impedance were noted. After an additional eleven days, the patient was readmitted with sob and "chest discomfort," and found to be in atrial fibrillation (af) "with cardiac failure". The patient was also "found to have raised inflammatory markers". On post-op day (B)(6), the patient "developed a cardiac tamponade" and a drain was implanted. The patient died later that day. It was concluded by the hospital that "the lead" perforated the heart muscle. It is unknown which of the leads perforated nor when the "pericardial effusion" commenced. A pleural effusion was also noted. The disposition of the ventricular lead is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.